Manufacturer narrative:
The hemo-cath catheter was returned for evaluation. Visual inspection confirmed a small pinhole leak on the lumen approximately 9.5 cm from the hub. The hole appears to be a puncture with a small sharp object such as a needle. The description provided states the issue was detected during a contrast study. The instructions for use (IFU) states that this device is indicated for use in attaining long-term vascular access for hemodialysis and apheresis only. This device is not indicated for use in contrast studies. As such, the use for contrast study is off label. It cannot be determined what may have caused the pinhole. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test of all catheters prior to packaging. This test would have detected any holes or leaks that may have occurred during the manufacture process. A definitive root cause cannot be determined but it is considered to not be related to the manufacture process.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a contrast study, a hole in the line was detected.